Event description:
Additional information received reported there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial (B)(4) found no significant anomaly. The battery recovered from overdischarge with a physician mode recharge. The battery had a reduced capacity due to overdischarge.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had no issues and always had full coupling the first few months after she was implanted. It then became increasingly difficult to achieve adequate coupling which finally resulted in an overdischarge. The reporter stated that the battery neither remained overdischarged for more than 30 days nor overdischarged more than once. The device was interrogated and an attempt was made to reset the device at the end of (B)(6) 2012, but the device could not be recovered. At the time of the report, the implantable neurostimulator (ins) remained overdischarged and was noted to be premature battery depletion. There were no patient symptoms or injuries related to the event but a replacement was scheduled, after consultation with the patient's healthcare provider (hcp), for (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information indicated the implantable neurostimulator (ins) had reached the end of service (eos) due to "overdischarge events." The ins was being replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.